Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
On (B)(6) 2016 we were informed this lead has now been explanted and was not replaced at that time.

Event description:
During device check to re-activate home monitoring, it was noted no p waves were sensed on the atrial lead with or without ventricular pacing. Atrial lead did not capture at 7.5v @ 1ms width. Chest x-ray was recommended with follow up in clinic with the ep physician. All available information suggests this lead remains implanted. Should additional information become available, this event will be updated.